Event description:
It was reported that during preparation for an artificial urinary sphincter(aus) implant surgery, the physician received a connector assembly tool with no red label indicating that the instrument had been sterilized. The customer thought that there was no information on the package of the connector tool stating that this instrument was not sterile, but there was information on the packaging that indicated that the connector assemble tool was not sterilized. Because of that, the physician did not sterilize the connector assembly tool and the surgery had to be postponed. It was noted that the packaging had not been damaged. There were no patient complications related to this event.